Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2019 with the following findings: evaluation revealed that the battery compartment had multiple cracks. A leak test revealed a battery compartment leak. There was evidence of moisture inside the pump on all boards and in the battery compartment. There was also moisture on the display. The pump was unable to be powered on due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked with a battery compartment leak. There was evidence of moisture inside the pump on all boards and in the battery compartment as well as on the display. The pump was unable to be powered on due to moisture damage. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2019.